Event description:
It was reported that this pacemaker and non-boston scientific leads were part of a system revision due to infection and erosion. The device and leads were explanted and replaced with a non-boston scientific system. There were no additional adverse effects reported.